Event description:
Event description guidant received information that during nips testing, this implantable cardioverter defibrillator (ICD) exhibited a loss of telemetry and did not detect the patient's arrhythmia. The patient required a stat shock. Additionally, noise was noted on the real time electrograms.